Manufacturer narrative:
Corrected data: of note, this event was already submitted under MFR report (B)(4) on (B)(6) 2013. This report was submitted erroneously. Please reference MFR report (B)(4) for any other details regarding this case.

Event description:
In this case, it was reported that a second device was implanted in the same position using a valve-in-valve procedure due to prosthetic valve dysfunction with severe aortic valve stenosis. The implant duration of the original edwards device at the time of the procedure was approximately 9 years. Per the op report, there was also mild-to-moderate aortic regurgitation (both perivalvular and intravalvular). The perivalular component was felt to mild. It was extemely eccentric. Note that this persited post transcatheter aortic valve replacement. Other than that, the valve function was excellent.

Manufacturer narrative:
There are many potential causes for valve stenosis and regurgitation (e.g. Calcification, leaflet disruption). Unfortunately, the device was not explanted from the patient; therefore, edwards could not evaluated the device. In this case, there is insufficient information to conclusively determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.